Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found. (B)(4).

Event description:
It was reported that since implant, the pocket didn't show any evidence of internal healing. The patient was on antibiotics and physician didn't culture the pocket to determine if infection was a factor. Device and leads were explanted and replaced. Patient's condition was stable.